Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2012. Subsequently, a revision procedure was performed on (B)(6), 2012 due to dislocation. The bipolar acetabular cup and modular head were removed and replaced with components of the same size.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00583).

Manufacturer narrative:
Review of explanted device found it to be within appropriate design specifications. No root cause for the dislocation could be established. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00583-1).